Manufacturer narrative:
The pre-stent was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging relevant to the reported event was provided. Upon review of the 6-month fluoro, two fractures were found on the alterra inflow (proximal) apices and during the 2-year follow up fluoro, one new fracture was found on the alterra pre-stent inflow (proximal) apices. A device history record (drh) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. During manufacturing mitigation review, all inspections are conducted on 100% of the units. The alterra frame components undergo critical dimensions inspections. The device is 100% inspected by both manufacturing and quality per procedure. Additionally, product verification (pv) testing was performed on each lot under a sampling plan per procedure prior to product release. The stent samples were visually inspected to ensure that the present was not exposed on the distal end of the delivery system. All samples passed this pv test. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The edwards alterra adaptive pre-stent system IFU and procedural training manual was reviewed for instructions and guidance. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for strut fracture was confirmed through the provided imagery. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra pre-stent fracture has been documented in an edwards technical summary, the pre-stent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The edwards technical summary documented a review of available CT scans / imagery for patients with a fractured stent. As seen in the provided imagery, the 6-month fluoro image indicated two fractures at inflow of the pre-stent. In addition, the 2-year fluoro image showed an additional fracture at inflow of the present. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary's imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Additionally, technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. In this case, a definitive root cause is unable to be determined; however, available information suggests that patient factors (anatomy) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, is required at this time. A product risk assessment (pra) has previously been initiated to assess the risks associated with the failure mode. The pra documents the potential for 'frame fracture resulting in ongoing monitoring', which did occur in this event. In addition, the complaint rates did not exceed the control limit for this reported event.

Manufacturer narrative:
The investigation is ongoing. The stent remains implanted in the patient.

Event description:
As reported through alterra clinical trial, at 2-year follow-up 1 inflow fracture was found for a total of 3 fractures. This new fracture was not visualized at earlier time points. Upon review of medical records, the patient presents with free pulmonary regurgitation. Under general anesthesia, the patient had successful alterra pre-stent implantation followed by successful sapien 3 valve implantation. Angiography revealed normal filling of the pulmonary arteries and no pulmonary insufficiency. Intracardiac echo showed a well-positioned valve with no pi or pvl. The patient was extubated and transferred to recovery in stable condition. No complications noted. At 1-day post procedure, echo revealed no stenosis and regurgitation. The patient was discharged 1 day post alterra pre-stent and pulmonary s3 valve implantation. There is no pulmonary insufficiency noted. A post operative EKG, echo, and CT are unremarkable. A 30-day follow up echo revealed no stenosis and no regurgitation. In addition, the patient continues to be asymptomatic feels slightly better than prior to the procedure. The denies any history of chest pain, palpitations, heart racing, dizziness, shortness of breath, fatigue, exercise intolerance or syncope. At 1 year follow up an echo (tte) revealed no stenosis or regurgitation. The patient has done extremely well since his last visit, denies any concerns for palpitations, skipped heartbeats, dizziness, chest pain, inappropriate tachycardia, difficulty breathing etcetera. There were two minor wire frame fractures on the inflow portion of the alterra device noted on fluoroscopy. No frame distortion noted. Valve free of any fractures. The patient's alterra stent was observed to have two minor wire frame fractures at his one-year follow-up. The patient is free of symptoms and there are no plans for intervention mentioned.